Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with oral antibiotics. The implanted device remains.